Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also stated that the patient ipg was overheating and was difficult to charge. The patient underwent an ipg revision procedure and was doing well postoperatively.